Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there were several air detected in cassette warnings during fill 2 of 5 of the patient's pd treatment. Treatment was canceled and when the cassette was removed there was fluid in the pump module area of the cycler. In a follow up with the facility it was reported that there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler. The cycler set is available to return for analysis.

Manufacturer narrative:
Correction: a.2.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there were several air detected in cassette warnings during fill 2 of 5 of the patient's pd treatment. Treatment was canceled and when the cassette was removed there was fluid in the pump module area of the cycler. In a follow up with the facility it was reported that there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler. The cycler set is available to return for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there were several air detected in cassette warnings during fill 2 of 5 of the patient's pd treatment. Treatment was canceled and when the cassette was removed there was fluid in the pump module area of the cycler. In a follow up with the facility it was reported that there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler. The cycler set is available to return for analysis.